Event description:
It was reported that while using the ilet, the user administered external correction insulin without disconnecting from the device and the agent counseled that adding external insulin while connected can lead to insulin stacking and hypoglycemia risk. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect procedure or failure to follow instructions; no applicable device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.